Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4592-45 implantable pacing lead implanted: (B)(6) 2007; 5076 implantable pacing lead implanted: (B)(6) 2007.(B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) early due to high atrial lead threshold. Review off fluoroscopy showed the lead was pulled back. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.